Event description:
It was reported that patient received inappropriate atp therapy due to atrial blanking. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.